Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, brown particles on the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a striated broken edge on anterior. Based on the device analysis the final assessment was a striated broken edge on anterior assessed as surgical damage consistent in the use of some surgical tools. Additional, changed, and/or corrected data: d.9., e.3., h.3., h.6.

Event description:
Pharmacist reported 'increase in volume with tension and pain', 'peri-prosthetic effusion' and 'stage iii fibrous hull'. Right side. Device explanted- noted as 'appears broken without silicone extrusion'. Alcl excluded as diagnosis.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified device with rupture and red particles material was found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late and rupture.

Event description:
Pharmacist reported 'increase in volume with tension and pain', 'peri-prosthetic effusion' and 'stage iii fibrous hull'. Right side. Device explanted- noted as 'appears broken without silicone extrusion'. Alcl excluded as diagnosis.